Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl. The customer did not provide the symptoms regarding low blood glucose. Customer also experienced hyperglycemia and they treated it with bolus. The customer was treated for the low blood glucose with glucose tablet. The customer declined troubleshooting for high and low blood glucose level. The insulin pump was not returned for analysis.